Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error and another pump error as well as insulin pump was beeped continuously. The customer¿s blood glucose was 4.1 mmol/l. Troubleshooting steps were provided for critical pump error and pump error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error with beeping and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Unable to verify insulin flow blocked alarm, communication anomaly or product design due to critical pump error. Device received with corroded electronic assemblies and corroded motor home switch.